Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the epg (external pulse generator) failed the ventricular sensitivity test. The values were out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.